Manufacturer narrative:
Device not available for return.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During an attempt to schedule a 1 month follow-up, it was reported that the patient expired at an unknown date due to unknown reasons. No further information was reported.